Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed the reported problem. The user interface assembly needs to be replaced for improvement, but it was not replaced as per a customer's request. The software version was checked. (3.20). No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating during periodical device checking, it was observed that the screen brightness was dim even when it was set at 5. The device kept operating when the issue was observed. It was reported there was no patient involvement at the time the issue was discovered. Investigation ongoing.